Manufacturer narrative:
Result: siderail had exposed wires on the siderail cable with burnt marks.

Event description:
It was reported by service report that the head left siderail had no control functions, and there were exposed wires on the siderail cable with burnt marks. No pt involvement or adverse consequences were reported.